Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 33mm mitral mechanical valve, it was noted that there was an issue with one of the leaflets. The valve was not used and another valve was successfully implanted in its place. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that during the implant of this 33 mm mitral mechanical valve, it was noted that one of the leaflets detached and was loose in the left ventricle. The leaflet was retrieved, the valve removed and another 33 mm mitral mechanical valve was successfully implanted in its place. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.